Event description:
Event description cpi received information that during an attempted implant procedure, while placing the endotak down-sized plus lead (0125) it perforated the right ventrical apex, resulting in cardiac tamponade. The patient expired.

Manufacturer narrative:
Event conclusion this lead was returned to cpi because during an attempted implant procedure the lead was placed in the rv apex and perforated the rv apex. Lab analysis shows the lead meets all length specifications. Unable to find a breach in the teflon covering the distal rate sense conductor coil which would cause the air pressure test to fail.